Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed a driveline issue that could have contributed to the report of driveline faults. The account communicated that the patient underwent a planned pump exchange on (B)(6) 2018 due to driveline faults. Review of the patient¿s complaint history revealed that the patient had previously underwent a driveline repair on (B)(6) 2018 due to driveline fault alarms (reference (B)(4)). It was noted that during the driveline repair, a segment of the yellow wire was pulled out of the driveline from within the exit site. The length of the wire suggested that the wire was fractured internally. The staff was made aware that this fracture still existed internally, and the driveline repair was performed on the remaining wires. Following this repair, the patient remained ongoing utilizing ungrounded patient cables with no reported issues until the pump exchange on (B)(6) 2018. (B)(4) was returned assembled with the driveline severed approximately 2.5¿ from the pump housing. The distal end of the driveline was returned in a segment measuring approximately 26¿, and the remainder of the driveline was not returned. The previous driveline repair was observed approximately 18¿ through 22¿ from the metal connector. Metal braided shield breakdown was observed approximately 18¿, 21.5¿, and 25¿ from the metal connector. Upon removal of the layers of the driveline repair, it was noted that the repair segment¿s yellow wire was not crimped to any wires, and there was no yellow wire on the pump-side of the repair. This appears consistent with the events reported under (B)(4). Examination through the metal braided shield breakdown approximately 25¿ from the metal connector revealed the fractured end of the yellow wire. Visual inspection of the fractured end of the yellow wire indicated that the damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the fractured yellow wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the reported driveline faults. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that the patient had a pump exchange on (B)(6) 2018 because of a faulty driveline.

Manufacturer narrative:
Approximate age of device ¿ 10 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2012. It was reported that the patient received a pump exchange on (B)(6) 2018. The submitted log file was reviewed and showed power and flow trending slightly upwards with pi appearing to trend slightly downwards. There were no other unusual events seen within the log and the pump appeared to be functioning as intended. Additional information was requested but has yet to be received.